Event description:
The surgeon reported: white fluid (material) coming out of the syringe and into the patient's eye during the surgery. The syringe was filled with bss. The particles were visible only via microscope. The doctor indicated this is not a first occurrence of this type in this hospital. No pt injury was reported. On 11/15/2010, additional info received. No pt harm / injury reported by the surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).